Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported calibration error and alarm even after passing calibration. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device had a production failure q6200164855 for channel error 232.6040, which does not correlate to the customer reported issue.

Event description:
The customer reported calibration error and alarm even after passing calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device recalibrated. Replaced rear case, ac cord wrap, left/ right iui connectors & left/ right iui connectors. Performed calibration & preventive maintenance. A review of the device history record showed the device had a manufacture date of 02/04/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device had a production failure q6200164855 for channel error 232.6040, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to unit being recalibrated. Also maintenance issue of the rear case - damaged/ cracked (bottom left). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues

Event description:
The customer reported calibration error and alarm even after passing calibration. There was no patient involvement.